Event description:
It was reported that the user experienced hyperglycemia with a blood glucose reading of 314 mg/dl while using the ilet system and steel cannula set (6 mm), without an identified cause and while feeling well, and was counseled on ilet functionality, early learning behavior, supply integrity, and consideration of a supply change for unexplained elevated glucose. Symptoms included elevated blood glucose without other reported clinical manifestations. Outcomes included continued monitoring with observed downward trend indicating insulin delivery, and no medical intervention or hospitalization. Investigation included real-time troubleshooting and education regarding potential contributors, supply assessment by history, and guidance on infusion set change if glucose did not return to range. Investigation of this case revealed no device malfunction reported by history, with glucose subsequently trending down, consistent with effective insulin delivery and possible early learning phase variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.